Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all station were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data upon investigation of in this incident, it was determined that all pyxis stations were on critical override in the hospital. A technical support specialist (tss) connected to the server, executed the downtime query, and observed that no disconnected flags were present in the results, with the received message being up to date. They accessed the health site viewer and noted that the epic active directory (adt) had been down for more than an hour. The tss then deployed the carefusion coordination engine (cce) package, after which the run-downtime query indicated disconnected flags, prompting an escalation to iest due to the cce service's failure to start. The services had been restarted following the execution of the task kill command through cmd. An integration engineer (ie) connected to the cce, confirmed that the services were operational, and notified the customer that the issue had been resolved, with messages beginning to cross after support from another ie. The tss verified with the customer that the problem was addressed and that there were no further issues. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station were on critical override. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.